Event description:
The right upper sling clip snapped when the patient was being transferred to bed using the maxi move lift, after being placed in the sling and secured with four clip attachments. The patient fell to the floor, hitting his right shoulder and head. The patient sustained multiple injuries: emur, clavicle and t4 compression fracture and laceration to his head. The patient was transferred to the medical center.

Manufacturer narrative:
Age of device added. No UDI information is available, the device was manufactured before UDI implementation.

Manufacturer narrative:
The process of gathering and analyzing information is ongoing. Additional information will be provided upon completion of the investigation.